Manufacturer narrative:
Product investigation is in progress.

Event description:
Pull string was exposed- tampon [device breakage] case narrative: consumer reported via phone that the pull string was exposed on the tampon. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pull string was exposed- tampon [device breakage]. Case narrative: consumer reported via phone that the pull string was exposed on the tampon. No injury reported.